Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: applicable information can be found in the 'contraindications', 'warnings', and 'potential adverse events' sections DHR review was completed for the subject lot number (1220452). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#110-str2, shipment # 117101618a) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 1220452) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to periimplantitis. Tooth location 19.